Event description:
It is reported that the drill bit fractured, piece remains in patient.

Manufacturer narrative:
Evaluation summary: breakage might have been due to application of high torque along with bending/deflection during its use. The exact cause cannot be determined with certainty. Evaluation: the drill bit was a single use item and not returned for review. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.